Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed using a 24 mm balloon. The valve was loaded into the delivery catheter system (dcs), inserted into the patient, and advanced to the annulus. After initial deployment, the valve was recaptured due to inadequate positioning. The valve was deployed and recaptured a second time for the same reason. Following the third deployment, the valve was fully released at a depth of 3 mm under temporary pacing with the guidewire removed. Subsequently, the valve dislodged into the ventricle. No aortic insufficiency was observed. The dislodged valve was surgically explanted and a 25 mm surgical valve was implanted in the patient. Per the physician, the valve size used was correct.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the deployment starting point was the bottom of pigtail. After the valve dislodged, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). A non-medtronic guidewire (innowi) was used during the procedure.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID innowi (lot: unknown); product type: guidewire; corrected data: e1 - initial reporter phone number corrected from blank medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.